Manufacturer narrative:
Zoll medical corporation has not rec'd the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.